Event description:
Follow-up revealed the patient underwent surgical intervention. During the surgery, the header of the patient's ipg was deemed to have been compromised as a result of the patient falling (as initially reported). In turn, the patient's ipg was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Further device information was gathered via follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The first and last name of the initial reporter is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost therapy after experiencing a fall. An impedance check was performed and high impedance was found. In turn, the patient plans to undergo surgical intervention.